Event description:
The customer stated patient samples generated falsely elevated results for the architect ca19-9xr reagent using lot 08852m500. No specific data was provided. The customer had to replace the lot in order to resolve the issue. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.